Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had bad image quality and the image was flickering. The issue was identified during preparation for use for diagnostic procedure. There were no reports of patient harm.

Event description:
The issue occurred during the preparation for a therapeutic procedure of turbt (transurethral resection of bladder tumor). The procedure was completed using the similar device. The device was inspected prior to the use.

Manufacturer narrative:
This supplemental report is being submitted to provide correction and the results of the legal manufacturer's final investigation. Corrected fields: e1-title: (updated to mr.). The device was returned to olympus for the evaluation and reported problems were confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: found flickering image due to kink twisted cable should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.